Event description:
A customer in the us filed a complaint alleging that a (B)(6) control result from the cap/ctm (B)(6) v2 test was transferred to their laboratory information system (lis) from amplilink software v. 3.2.3 with a patient result record. The customer performed a run of 12 patient samples. They state that in their lis, there was a 13th patient sample with results. They determined that the 13th result was actually the result from the (B)(6) control. The result was not reported to physicians.

Manufacturer narrative:
Result code: software timing problem; conclusion code: software / firmware contributed to event. The amplilink trace log file was not available for investigation. The initial investigation of the customer's lis trace files indicate that no report type was sent in the astm transmission from the customer's laboratory information system (lis) to amplilink (al) software version 3.2.3. This format does not follow the astm protocol definitions provided in the amplilink 3.2 host interface manual. This would have caused orders to be rejected by al, as the orders could not be interpreted. When a rejected order is sent to the lis from al, but that rejected order is not handled properly by the lis, it is possible that the lis assigns incorrect results to an order. In this particular case, it is possible that a software concurrency issue occurred. At the same moment when a rejected order was sent to the lis, a result was also sent to the lis. These two astm records could have been mixed up. This is likely to have occurred, but cannot be confirmed without reviewing the al 3.2 trace files, which are not available. (B)(4).